Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of p-waves on the right ventricular (rv) channel causing non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) noted that they were unable to conclusively determine the cause of the oversensing. Ts noted it could be due to the design of the lead. Ts also noted the r-waves were averaging between two and five millivolts. Ts recommended bringing the patient in and measuring the oversensed signal, reprogramming, and suggested performing a defibrillation threshold (dft) test if the sensitivity was changed. This ICD remains in service and no adverse patient effects were reported.